Manufacturer narrative:
The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available.. No further information will be asked for this complaint as it pertains to the (B)(6) study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that a patient came with low lvad flow rates for the past several months, admitted for re-evaluation of his low lvad flow. Several ramp studies (echo studies that assess lv dimensions at different lvad speeds) with speed changes on the lvad were done. More regimen included adding florinef, midodrine, giving him salt tabs, and using pressure stockings.

Manufacturer narrative:
Additional information stated that the date of resolution for this event is noted to be (B)(6) 2015. Log files- upon review of the log files, 209 low flow alarms were logged from (B)(6) 2015. The low flow alarm setting during the 209 recorded low flow alarms was 2.0 l/min. Note that per ifu00001(rev. 21) this is the lowest recommended setting. All other aspects of the log files were unremarkable. The log files are consistent with the reported low flows. Analysis- hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.